Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, a stent fracture occurred. The pt presented to the index procedure with unstable angina. The index procedure treated a lesion in the mid left anterior descending (lad) artery. The lesion was 3.0mm wide, 11 mm long, and 70% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 express2 monorail bare metal stent. Residual stenosis was 0%. There were no pt complications. The pt was discharged one day later on aspirin and plavix. The study core lab reviewed angiographic data (dated 75 days after the index procedure) for this pt in 2007. This review identified that a stent fracture occurred. The fracture type was identified as a type 4 stent fracture (complete transverse stent fracture with torsion during the cardiac cycle or displacement between the two components >1 mm). Pt status is unk. Add'l info has been requested.